Manufacturer narrative:
Concomitant medical products:product ID: 5076-45, product type: lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a false atrial lead impedance warning. The ipg remains in use. No patient complications have been reported as a result of this event.